Event description:
Connection issues during the implantation procedure; therefore the device was not implanted. The physician has not watched the lead connection video posted on the company website. Another pacemaker was subsequently implanted.

Manufacturer narrative:
On (B) (6) 2010, this event concerns a device that was mfg and used outside the united states. Analysis is pending.